Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. The hole of the needle was visually examined for suture remnant and none was not found and the needle had a normal swage. There were no marks on the needle by use of the needle holder. The suture was not returned for evaluation to determine the assignable cause and upon visual examination no manufacturing defects were found on the needle. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2014 and suture was used. During the surgery, the needle was separated from the suture when the nurse pulled out the needle and suture. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.